Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the fiber bonding in the outer tube area (distal end) was damaged. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: a video cable was broken and therefore a b30 (scope communication) error occurred. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the rigid video scope had no function during preparation or follow-up. There were no reports of patient involvement.